Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented at a follow-up in-clinic, over-sensing was observed on the device. Programming changes were made to prevent inhibition of pacing and the patient remained asymptomatic.